Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak spraying liquid from the top left corner. The leak would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as an edge gouge which is surrounded by eva fray, indicating that the bag was damaged due to impact or friction. The manual add port had been used, as evidenced by cannula insertion. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.